Manufacturer narrative:
Based on the claim against the product by the customer noting repeated faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the error after turning on the system. The fse noticed that the circular universal surgical manipulator (usm) cover was missing, and the flat flex cable connected to the chip-encoder virtual absolute (cva) was disconnected. The fse reconnected the flat flex cable and replaced the circular cover on the usm. The system was tested and verified as ready for use. The complaint regarding the recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an arm was faulting. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found recoverable faults against universal surgical manipulator (usm) 4. The tse recommended performing a hard reboot on the system but advised that the error could return. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed as a 3-arm procedure.